Event description:
It is reported that the pt is experiencing knee pain.

Manufacturer narrative:
Compatibility was verified with no issues noted. Operative notes were not provided. Radiographs were not provided, therefore; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available information, a definitive root cause cannot be ascertained at this time. Device history records were reviewed and found to be conforming for the femoral component and articular surface. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.